Manufacturer narrative:
This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient was hospitalised post-implantation for a duration of 4 days, due to the patient experiencing vertigo and dizziness. Upon discharge from hospital, the patient's vertigo had reportedly subsided; however, some dizziness remained. The patient will continue to be clinically managed by their healthcare provider.